Event description:
Boston scientific received information that loss of capture, high pacing impedances were noted on this left ventricular lead. Insulation damage and a lead fracture were observed. The lead was explanted, replaced, and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
To date this lead has not been returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon additional information, this investigation will be updated